Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This report for air in the patient line was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of the air was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
While troubleshooting a check your position alarm with global technical services (gts), the patient stated there were air bubbles in the patient line. Gts helped the patient end therapy in fill 1 of 4, and advised they start over with new supplies.